Manufacturer narrative:
This report is submitted on may 22, 2023.

Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device (specific date not reported). Subsequently, the device was explanted on (B)(6)2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on june 23, 2023.